Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the compressor solenoid valve. The unit passed all performed testing and operates within manufacturing specifications.

Event description:
A report was received stating a ventilator generated a compressor inoperable (inop) alarm during ventilation of a patient. The patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported. There is no report of death or serious injury associated with this event.